Manufacturer narrative:
Reportedly, the explantation occurred on 2014. Event date and explantation date were approximated to (B)(6) 2014.

Event description:
Reportedly, the ICD was removed due to infection in 2014.